Event description:
The user received discrepant results for the cardiac t quantitative assay when testing the same samples on multiple cobas h 232 analyzers. This report will address cobas h 232 serial number (B)(4), as compared to a second cobas h232, serial number (B)(4), and a third cobas h 232 analyzer, serial number (B)(4). The number of patient samples impacted was not provided. The initial result was below 0.03 ng/ml. The repeat results of the same sample on this meter and the two other meters ranged between 0.03ng/ml to 0.1 ng/ml. No specific results have been provided. It is unclear which analyzer generated which results. No information has been provided to determine if patients were adversely affected by this event.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This event occurred in (B)(6). The cobas h 232 analyzer, serial number (B)(4), related to this event is being reported in medwatch with patient identifier (B)(6). The cobas h 232 analyzer, serial number (B)(4), related to this event is being reported in medwatch with patient identifier (B)(6). The cobas h 232 analyzer is not sold in the united states.

Manufacturer narrative:
The customer has provided data for an unknown number of patients. The customer repeated the tests to confirm the negative results of troponin t. It is unclear which result is the initial result and which is the repeat result. It is unclear if the tests were performed on the same sample. It is unclear which results were reported outside the laboratory. All results provided by the customer are attached to this report. The customer did provide specific data for four patients. On (B)(6) 2011 the first patient's initial result was <0.03 ng/ml and was reported outside the laboratory. The repeat result was 0.03-0.1 ng/ml. On (B)(6) 2011, the second patient, a male (B)(6), had an initial result of <0.03 ng/ml and was reported outside the laboratory. The repeat result was 0.03-0.1 ng/ml. On (B)(6) 2011, the third patient, a female (B)(6), had an initial result of <0.03 ng/ml and was reported outside the laboratory. The repeat result was 0.03-0.1 ng/ml. On (B)(6) 2011, the fourth patient, a female (B)(6), had an initial result of <0.03 ng/ml and was reported outside the laboratory. The repeat result was 0.03-0.1 ng/ml. It is unknown if there were any adverse events.

Manufacturer narrative:
No root cause could be determined with the information provided. An investigation was performed on retention material, lot number 28030910, and all test results fulfilled manufacturer's specifications.